Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (42502606401, femur cemented, lot # 62421198 42532007101, tibia component, lot # 62878626 g3: event occurred in france. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 00437.

Event description:
It was reported that approximately 6 months post implantation, the patient was experiencing grinding and clicking noises, accompanied by pain, swelling, stiffness, and limping. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of medical records. At 6 months post op, the patient was experiencing grinding or clicking noises accompanied by pain, swelling ,stiffness, and limping. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.